Event description:
It was reported that the customer had an issue where she could not read the back of her pump. Customer stated that for breakfast she eats 32 carbs but has to put 72 grams unless she wants high blood glucose levels. Customer has had her settings checked by a pump specialist. Customer's blood glucose level at the time of the incident was 286 mg/dl. Customer felt thirsty and is currently sick. Customer treated with the pump. Customer declined to perform the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer had a low blood glucose level of 25 mg/dl. Customer had been experiencing low blood glucose levels once or twice a month. Customer was not admitted as an inpatient for medical treatment. Customer stated that the pump was not exposed to an MRI. Customer was advised to monitor the pump and call back if issues persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.